Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2r3t7); product type: 0200-lead; implant date (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence adn urinar y/bowel disfunction. It was reported that the patient said that since implant, they still had not gotten relief of their symptoms. Patient said they were still not sleeping through the night and would wake up every 2 hours and sometimes 4 times a night. Patient said it didn't matter what time they stop drinking or eating, they would still have to get up to go to the bathroom at night. Patient said on (B)(6), they got up to go at 12am, 1am, 2:25am, 4:25am and 6:18am; on (B)(6) they got up to go at 11:33pm, 1:20am, 3:06am, 4:45am and 6:18am; on september 27 they got up to go at 10:38pm, 11:00pm, 1am, 1:35am, 2am, 3am, and 4:45am. Patient said it was very unusual for them to have to get up to go in such a short times. Patient said their hcp had changed programs and changed the amplitude before. Patient said their doctor told them they were able to adjust the amplitude but not the programs. Patient said they have increased their stimulation and they would wait a week in between to see if it helps. Patient said when they first got the implant, it used to be uncomfortable when they would sit and they could feel the lead wire. Patient said they felt the "long strip" and it was really uncomfortable. But patient said after their body settled down from the surgery, they didn't feel that anymore. Patient services asked if the sensation went away after the hcp had changed programs and the patient wasn't sure when the sensation went away but said the lead wire must have moved. Patient said they didn't know where the lead wire was sitting now but they were much more comfortable. Patient said they only felt stim quite noticeably when they sat in a certain way and when they were bending down. Patient was inquiring about therapy guidance and wanted to know how to optimize their therapy results. Patient said maybe it's because they've been eating poorly lately and they've gained weight. Patient said they drink water, decaf tea, and a cup of wine once a week. Patient said they went to their hcp that day to follow up on their symptoms and instead of seeing the hcp, they saw a nurse practitioner who just had the patient provide a urine sample and they did a bladder scan. Patient had an appointment on november 6th and wanted to know what they could do until then. Troubleshooting was unable to be performed as patient said their hcp told patient not to change programs on their own. Patient services reviewed they did not want to go against hcp information and reviewed general therapy guidelines, expectations and optimization options other than changing programs. Patient said they will try increasing their stimulation on their own. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2023 the patient called back stating they had contacted their hcp who had redirected them to a manufacturing representative (rep) and they wanted patient services to help them get in contact with the rep.